Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose,diabetic keto acidosis on (B)(6) 2020 with blood glucose level was 568 mg/dl, 500 mg/dl. Customer was treated with insulin drip and also was in emergency room. It was unknown if the insulin pump was on auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.